Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9218150, model: sc-9218-15 , serial: (B)(6), batch: 19464700/7078960/19464700, (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) m8 adaptors never functioned correctly. When the m8 adapters was plugged into the competitor (scs) leads upon revision, there was 1 lead with high impedances. The patient underwent explant procedure. The patient was doing well postoperatively. Nothing will be returned due to facility policy.